Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok safety mechanism was difficult to activate. The following information was provided by the initial reporter: "we have a needle stick incident possibly due to manufacture defect. Employee was using appropriate single hand technique to engage the safety. However, the safety mechanism failed to engage, thus when force was applied to attempt to activate the needle fell out of her hand and directly falling below where her foot/ankle was located. Is there a form that I need to fill out to report this? I know this is 1 incident, but it was recommended in ciras for me to complete. It is the 23 g - 1 inch safety glide was used. Lot 3206625 and ref (B)(4).

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.